Manufacturer narrative:
Section d4: the product's serial number was not provided by the customer. As a result, the product UDI cannot be provided.

Manufacturer narrative:
The serial number of the device was not provided, therefore the approximate age of device and manufacture date are not known. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2016. A log file submitted to the manufacturer¿s technical services for analysis noted a no external power event recorded. This could be caused by the power cord of the mpu coming loose at the mpu or the wall outlet. Additional information was requested, but not provided.

Manufacturer narrative:
Device evaluation: a specific cause for the captured event could not be conclusively determined through this evaluation. Evaluation of the submitted log file confirmed the reported no external power event on (B)(6) 2018 10:22 am while the lvad was connected to the mobile power unit (mpu). The associated voltage values indicated that these events appeared consistent with a loss of power to the mpu. This could have been caused by the ac power cord disconnecting from the back of the mpu, the power cord being disconnected from an outlet or loss of power to the home. The lvad system switched to the system controller backup battery and no interruptions in device therapy were captured. The event resolved upon reconnection to external power. No further related issues were reported. No other atypical events were captured within the log file and the remaining data showed normal device operation. Despite requests, no further information was provided. Technical services recommended the patient be provided a locking power cord if necessary. The manufacturer is closing the file on this event.